Event description:
It is reported that the cancellous screw broke during surgery causing an hr delay in surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.